Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 27cm from the hypotube/mid-shaft bond. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The 90% stenosed target lesion was a de novo lesion located in the mildly calcified and non-tortuous left anterior descending artery. Following deployment of unspecified stents, the physician advanced a 3.75mm x 15mm quantum¿ maverick¿ balloon catheter to post dilate the treated lesion. While pushing the device, the catheter shaft broke at about 80cm away from the hub. The device was withdrawn with the guide catheter. The procedure was completed with another 3.75*15mm quantum maverick balloon catheter. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The 90% stenosed target lesion was a de novo lesion located in the mildly calcified and non-tortuous left anterior descending artery. Following deployment of unspecified stents, the physician advanced a 3.75mm x 15mm quantum maverick balloon catheter to post dilate the treated lesion. While pushing the device, the catheter shaft broke at about 80cm away from the hub. The device was withdrawn with the guide catheter. The procedure was completed with another 3.75 x 15mm quantum maverick balloon catheter. No patient complications were reported and the patient status is stable.